Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician was treating the very tortuous, very calcified circumflex (cx). The lesion was predilated with a 3.0x15mm maverick balloon to 8 atmospheres. The physician then delivered the 2.75x28 mm taxus express2 drug eluting stent and successfully deployed the stent. Upon withdrawal of the stent delivery system, the physician noted resistance as a result of the anatomy. The device was removed with no complications, and the case was completed with very good results. The patient's condition is listed as okay. The physician believes that the balloon stuck to the stent due to the extreme calcification of the lesion and the tortuosity of the vessel. Additional information was requested, but was not available.

Manufacturer narrative:
Device analysis. The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8804623 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.